Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2022. During the procedure, a tome was passed through the biopsy cap and the sponge detached and blocked inside the scope channel. A water soluble lubricant was applied to the top of the biopsy cap prior to use. Biopsy forceps was used to push the sponge out of the working channel of the scope. The procedure was completed using another of the same rx locking device and biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) .the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of sponge detachment. Block h10: investigation results the returned rx locking device and biopsy cap was analyzed, a visual evaluation was performed and the biopsy cap returned without the sponge and the biopsy cap did not present issues. No other issues were noted. Based on all available information and the condition of the returned device, the biopsy cap returned without the sponge, indicating that it got detached, and it is possible that this detachment may be related to the technique applied while inserting the device and/or even the user manipulation on the device may have affected it. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum performed on (B)(6) 2022. During preparation, the sponge detached and blocked inside the scope channel. A water soluble lubricant was applied to the top of the biopsy cap prior to use. Biopsy forceps was used to push the sponge out of the working channel of the scope. The procedure was completed using another of the same rx locking device and biopsy cap. There were no patient complications reported as a result of this event.